Manufacturer narrative:
An additional investigation was conducted. Sensor (B)(6) was returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. An extended visual inspection was also performed on the returned de-cased sensor and observed that the molex connector was detached from the pcba (printed circuit board assembly) during the de-casing process and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Attempted to extract data from returned sensor, no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. However, unable to perform source measure unit (smu) test without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received lower sensor scan result between 50-60 mg/dl compared to readings obtained on a hcp meter of 166mg/dl and experienced headache, dizziness, "orientation problems" and a seizure. Customer was unable to self-treat and was administered an "infusion" (dose/type unknown) and magnesium by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor activated. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and all results were within specification. An extended visual inspection was also performed on the returned de-cased sensor and observed that the molex connector was detached from the pcba (printed circuit board assembly) during the de-casing process and was unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Attempted to extract data from returned sensor, no issues were observed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. However, unable to perform source measure unit (smu) test without the molex connector connected. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. In addition the DHR for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received lower sensor scan result between 50-60 mg/dl compared to readings obtained on a hcp meter of 166mg/dl and experienced headache, dizziness, "orientation problems" and a seizure. Customer was unable to self-treat and was administered an "infusion" (dose/type unknown) and magnesium by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the adc device was reported. Customer received lower sensor scan result between 50-60 mg/dl compared to readings obtained on a hcp meter of 166mg/dl and experienced headache, dizziness, "orientation problems" and a seizure. Customer was unable to self-treat and was administered an "infusion" (dose/type unknown) and magnesium by healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.